Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148879.

Event description:
It was reported that the patient's left ventricular lead was found to be dislodged. No intervention was performed. There were no patient consequences.